Event description:
Customer's mother reported that blood was present in the set tubing. Blood glucose level was 400 mg/dl at the time of this event. High blood glucose level was treated with a manual injection. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.